Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "tube clamp is broken off in several places. The event was noticed after medical procedure."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: the visual inspection of the received device evident signs of device breakage at multiple surfaces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying excessive force and / or mishandling by the user leading to brittle fracture i.e., breakage. If more information is provided, the case will be reassessed.

Event description:
As reported: "tube clamp is broken off in several places. The event was noticed after medical procedure."